Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer reported that the screen was not turning on. Customer also reported that the frozen display occurred again after installing a new battery. Customer stated that the display was blank currently. The insulin pump was also exposed to moisture. Customer stated that the contacts on the battery cap were neither missing nor damaged. Customer stated that the battery compartment was neither damaged nor corroded. Customer also stated that the spring was neither damaged nor corroded. The customer stated that the display did not return after the pump was restarted. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.